Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh, lso, uss, tvt, cystoscopy and fulguration of endometriosis due to pelvic prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and other. It was reported that patient underwent mesh revision and cystoscopy on (B)(6) 2008 due to obstructive voiding and painful urination post pubovaginal sling. Patient underwent exploratory laparoscopy, loa, rso, appendectomy, and placement of interceed over denuded areas on (B)(6) 2010 due to rlq pain, pelvic floor myalgia and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.